Manufacturer narrative:
Controls were run before the incident and the results were within the established ranges. Correct results were generated when the customer switched to a different reagent lot. Service was not required for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high hemoglobin a1c (%hba1c) results for one patient that were generated by the unicel dxc 600 synchron chemistry analyzer. The sample was redrawn and also yielded an erroneously high result. The customer did not release this false result based on delta check for the patient. The customer obtained a lower result after replacing a different reagent lot and confirmed the corrected result from a test performed by a different lab. Patient treatment was not affected in this event.